Event description:
It was reported that "the tip broke as the screw was inserted."

Manufacturer narrative:
On 08/18/2008, two reports were submitted under the same MFR report #9617544-2008-00080. This report being one of the two, was deleted/cancelled,and is being re-submitted under the above referenced MFR report#.